Event description:
Pt underwent an open reduction internal plate fixation of right clavicle and with autogenous right iliac crest bone graft. Three months later pt underwent removal of the internal fixation device due to a fracture of the plate.